Event description:
The customer reported to olympus during a therapeutic laparoscopic adrenalectomy procedure, the camera stopped communicating with processor on the 4k autoclavable camera head. The physician was getting access to abdomen at the time the device failed. A delay in the procedure was reported of 5 minutes. The time needed to get a replacement camera. The patient was under general anesthesia at the time of the delay. No additional medical treatment or surgical intervention was required. The procedure was completed using a similar device (same model). No other devices were involved and was not serviced by a 3rd party. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the camera stopped communicating with the processor was due to a shortage in the cable and the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely, the faulty cable prevented communication from occurring. This issue is addressed in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.